Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of foreign material clogging the nozzle. This is attributed to insufficient cleaning. Other observations for the device are: the distal end cover (c-cover) is burned due to handling (contact with high frequency snare, influence of radiant heat); water tightness is not maintained due to perforation of the forceps channel; bending angle is insufficient, and angle knob has play due to angle wire being stretched; insertion tube has wrinkles; distal end rubber coating (a-rubber) adhesive is cracked; scratches are found on switch (sw) sw1, operation part, insertion tube, switch box, operation unit cover, up/down knob, up/down angle fixing lever, right/left knob and right /left angle fixing knob, grip, universal cord, scope connector, and scope connector joint case; operating part is discolored; suction cylinder is scraped; water invasion on the electrical connector; and suction cylinder paint is peeling. User¿s complaint of burned distal end cover was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for the evaluation and repair of an issue of burned distal end cover (c-cover) at the forceps port. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was presence of foreign material clogging the nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign material in the nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, however, it was not possible to identify the foreign material further. Furthermore, from information obtained in the investigation of this event, an obvious deviation of reprocessing was not observed. Therefore, a further presumption of cause could not be established. Olympus will continue to monitor field performance for this device.